Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that bolus delivery was not registering or delivering around lunchtime. Customer's blood glucose was 400 mg/dl, which was treated with manual injection. During troubleshooting, customer reported that bolus history did not register in bolus history. Customer was advised to program a 0.2 units bolus into the air; customer reported that bolus appeared in bolus history. Customer reported of performing a high pressure the day prior and it passed. Customer was advised to change infusion set, reservoir and insulin and to call back should issue persist.